Event description:
Reportedly, the pump was not pumping at rate prescribed. Also sucks fluid backward drawing blood out of the vein. Pump was used on patient (infant in nicu). Rate on pump 9 mls per hr del 7 total infused 2.6. Hospital reported no in-house pir issued.

Manufacturer narrative:
Device eval results: could not duplicate reported incident. Service standard inspection and 24-hour testing revealed no faults or issues with the pump. The backflow of blood reported can occur initially, until pressurized. Once infusion starts, it should stop.